Event description:
The customer returned the generator to the service center for evaluation related to a separate issue. During testing, the Field Service Engineer identified the device FCA power supply repair needed at ELE. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for evaluation/inspection.Based on the results of the investigation, the power supply repair was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.